Manufacturer narrative:
Additional information was requested from the reporter. A response was received indicating the email or customer information was incorrect, as the reporter listed on the feedback form stated, "I am not aware of what this email is in reference to." In addition, the device reported is not registered to the reporting institution. Due to insufficient information, the reported problem could not be confirmed.

Event description:
A feedback form was received reporting incorrect spo2 readings were observed on a mx450 philips patient monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.